Event description:
Defective clamp in intermittent feeding bag allowed more than physician prescribed tube feeding to be given. There were no ill effects from the first event. Following the second event 5 days later, pt had an emesis. No longer term effects are expected. This is a concern however, because too much formula, too fast can cause gi upset and vomiting. Vomiting increases the risk of aspiration in pts with swallowing problems.